Manufacturer narrative:
.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reported they noticed fibers in the female patient's eyes during surgery on (B)(6) 2016 and on opening the safety needles it was noticed that the afore mentioned needles had free fibers attached to the plastic safety device. No medical intervention required due to the event. No infection noted at present in ophthalmology patient.

Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because no lot number was provided with this complaint. A review of maintenance records (both corrective and preventive) and calibration records could not be conducted without a lot number to reference. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. A review of the machine setup could not be conducted without an actual lot number to reference. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on available information and there's insufficient information available to determine a most probable root cause for this investigation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter. The complaint file contains insufficient evidence to determine a root cause, so a corrective action will not be taken at this time. This complaint will be recorded for trending purposes and used to assess the need for corrective actions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reports issues that needles had free fibres on them and these had been used on patients. Anecdotally, the customer reported that this event occurred on numerous instances, but is unable to quantify an exact amount. No reports of medical intervention.